Manufacturer narrative:
The failure investigation has been completed and the alleged unresponsive touch screen issue was verified. Additionally, the alleged screen on/ quick bolus button delay response issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was delayed in responding to touch. Reportedly, the customer applied more force to the button to resolve the issue. Additionally, the pump touchscreen was unresponsive. Customer¿s blood glucose was 215 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.